Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not recognize battery pack) was confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, there was low resistance between pins 2 and 3 at the j2 connector on the battery board. The cause of the inability to recognize a battery pack is the low resistance at the connector. The cause of the low resistance is foreign material inside the connector. The root cause for the foreign material buildup could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger would not recognize a battery pack.